Event description:
A potassium 20meq bag was found in drawer of 10meq potassium IV bags. Bin confirmation code 0000027513. No harm caused to patient due to pump failure. Pump was tagged and sent to biomed. Device not identified or sequestered. No identifying information is available for pump.